Manufacturer narrative:
(B)(6).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and will boot. Functional testing was performed and there was no failure detected. No data could be retrieved for the evaluation. The receiver case was opened for an internal visual inspection and passed. The complaint confirmation of a receiver ceasing to function could not be determined. A root cause could not be determined.